Event description:
It was reported by the clinician that the two luer connectors on either end of the filter were damaged in the package, which prevented the cap from being locked tightly. As a result, a leak of medications occurred during use.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.